Manufacturer narrative:
G4: 27may2020. B4: 28may2020. The field service engineer (fse) evaluated the ventilator and confirmed the occurrence of the diagnostic code related to alarm light emitting diode (led) failure, and identified that the power management printed circuit board assembly (pm pcba ) was malfunctioning. The fse replaced the pm pcba and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
The customer reported the occurrence of an alarm light emitting diode (led) failure although the led was working. There was no patient involvement. Technical support provided remote assistance to the customer and advised to replace the power management (pm) printed circuit board assembly (pcba).